Event description:
It was reported a patient had an initial left total knee arthroplasty. Approximately 9 years post-op, the patient developed progressive pain, swelling, and restrictive movement. Radiographic imaging displayed aseptic loosening of the tibia and subsequently, the patient was revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3; b1; b3; b4; b5; d2; d6; g1; g3; g6; h1; h2; h6 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent an initial knee procedure. Subsequently, the patient was revised due to unknown reasons. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D6a: implant date: (B)(6) 2021. D10: 00596401751 - femoral component option size g left compatible with lps-flex prolong - (B)(6). 00596404212 - articular surface size gh 12 mm height ''use with plate 5 - (B)(6). G2: foreign country: ireland. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.